Event description:
It was reported that the patient received inappropriate therapy due to undersensing and oversensing. The device was explanted and the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of inappropriate therapy due to noise was confirmed via review of stored electrograms. The device was tested on the bench and using automated test equipment and no anomaly was observed. The cause of the noise remains undetermined.